Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The balloon was removed without any issues and the procedure was completed with different device. No patient complications were reported and post procedure, the patient was in good condition.